Manufacturer narrative:
H6: investigation summary : two photos were received and evaluated. The photos showed two 3ml syringes with customer¿s needle attached and clear liquid residue in the fluid path. Both syringes were observed to have a lengthwise crack in the barrel outside scale markings at approximately mid-point of the barrels. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0037138 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 2 bd luer-lok¿ tip disposable syringes cracked and leaked while drawing up saline. The following information was provided by the initial reporter: "two more syringes cracked and leaked while drawing up saline."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ tip disposable syringes cracked and leaked while drawing up saline. The following information was provided by the initial reporter: "two more syringes cracked and leaked while drawing up saline."